Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. No blood was visible inside the iab catheter. The one-way valve was also returned. The one-way valve was tested and held vacuum. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), blood was seen inside the iab membrane as it advanced through the sheath. The iab was removed and a 2nd iab was inserted. Again, the same issue occurred as the 2nd iab was being inserted. The customer removed the 2nd iab and began to insert a 3rd iab. Upon insertion of the 3rd iab, the same issue occurred and blood was seen on the iab membrane again. This report is for the 1st iab used. There was no patient injury and no adverse event was reported.

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), blood was seen inside the iab membrane as it advanced through the sheath. The iab was removed and a 2nd iab was inserted. Again, the same issue occurred as the 2nd iab was being inserted. The customer removed the 2nd iab and began to insert a 3rd iab. Upon insertion of the 3rd iab, the same issue occurred and blood was seen on the iab membrane again. This report is for the 1st iab used. There was no patient injury and no adverse event was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
(B)(6). The device has been returned to the manufacturer . We will send a supplemental report upon completion of our evaluation. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), blood was seen inside the iab membrane as it advanced through the sheath. The iab was removed and a 2nd iab was inserted. Again, the same issue occurred as the 2nd iab was being inserted. The customer removed the 2nd iab and began to insert a 3rd iab. Upon insertion of the 3rd iab, the same issue occurred and blood was seen on the iab membrane again. This report is for the 1st iab used. There was no patient injury and no adverse event was reported.